Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that stent dislodgement occurred. A 38 x 2.50 promus premier stent was advanced to the lesion. However, during the procedure, it was noticed that the stent got dislodged and was left inside the patient's body. The physician then used another stent to deploy the dislodged stent and the procedure was completed. No patient complications were reported and the patient's status was stable.